Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Nurse reports hole in catheter / leaking from catheter

Manufacturer narrative:
The complaint and returned sample have been submitted to (B)(4), which is where this part was manufactured, for evaluation. (B)(4) reports the following regarding this complaint. (B)(4) had been shortened within the 10-cm marking and was leaking when flushing over both hubs. All in all, 3 points of catheter damages could be detected at approx. 28,5 cm and at the junction from catheter to bump-tube. During microscopic examination typical signs of a pressure burst became visible (see photo). As each catheter is leak and flow tested before packaging and the catheter had been in place for 2 weeks, we can exclude a manufacturing defect. This is the first complaint for the involved batches and the 2nd complaint received for this reason of complaint on code (B)(4) within the last three years.

Event description:
Nurse reports hole in catheter/leaking from catheter.